Manufacturer narrative:
Block a2: patient age is approximated based on the age of 80s. Block b3: the exact date of the event is unknown. Approximated based on the month and year the manufacturer became aware of the literature article. Block g2: journal article title: "journal of abdominal emergency medicine 2023: 43(2) p.365". Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2328 captures the reportable event of bowel obstruction. Imdrf impact code f2203 captures the abdominal computed tomography (CT) scan imdrf impact code f2202 captures the insertion and removal of ileus tube. Imdrf impact code f08 captures the extended hospitalization. Imdrf impact code f19 captures the open surgery performed. Block h11: correction to the initial MDR in block h6 patient code.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, "two cases of recovery from accidental symptoms during lumen apposing metal stent removal." Per the article, axios stent and electrocautery enhanced delivery system, lumen-apposing metal stents (lams) were implanted to treat walled-off necrosis (won). Adverse events have been reported during stent removal. It was reported that on day 55 of hospitalization, the patient developed an adhesive ileus. Improvement was observed on 57th day after the ileus tube was inserted, then the ileus tube was removed. However, the patient developed ileus again on day 70. Computed tomography (CT) scan of the abdomen was done, and it was found that the lams had migrated into the small intestine, and ileus angiography confirmed lams in the small intestine strangulation area. The lams was removed by open surgery. Note: it was reported that the axios stent and electrocautery-enhanced delivery system was implanted for 70 days. The IFU states, "axios stent implantation should not exceed 60 days; performance beyond 60 days has not been established." The axios implantation period should not exceed 60 days.

Manufacturer narrative:
Block a2: patient age is approximated based on the age of 80s. Block b3: the exact date of the event is unknown. Approximated based on the month and year the manufacturer became aware of the literature article. Block g2: journal article title: "journal of abdominal emergency medicine 2023: 43(2) p.365". Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2101 captures the reportable event of adhesions. Imdrf patient code e2328 captures the reportable event of bowel obstruction. Imdrf impact code f2203 captures the abdominal computed tomography (CT) scan. Imdrf impact code f2202 captures the insertion and removal of ileus tube. Imdrf impact code f08 captures the extended hospitalization. Imdrf impact code f19 captures the open surgery performed.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the journal article title: "journal of abdominal emergency medicine 2023: 43(2) p.365" per the article, axios stent and electrocautery enhanced delivery system, lumen-apposing metal stents (lams) were implanted to treat walled-off necrosis (won). Adverse events have been reported during stent removal. It was reported that on day 55 of hospitalization, the patient developed an adhesive ileus. Improvement was observed on 57th day after the ileus tube was inserted, then the ileus tube was removed. However, the patient developed ileus again on day 70. Computed tomography (CT) scan of the abdomen was done, and it was found that the lams had migrated into the small intestine, and ileus angiography confirmed lams in the small intestine strangulation area. The lams was removed by open surgery. Note: it was reported that the axios stent and electrocautery-enhanced delivery system was implanted for 70 days. The IFU states, "axios stent implantation should not exceed 60 days; performance beyond 60 days has not been established." The axios implantation period should not exceed 60 days.